Event description:
The patient attended a follow-up appointment on (B)(6), 2024 where irritation and delayed healing were observed and antibiotics were prescribed. The patient seemed to be healing well at their next follow-up (date is unknown) and was wearing their device. However, on (B)(6) 2024, the commercial team member was informed the patient had an infection at the receiver site and the neurostimulators would need to be explanted. An explant procedure was performed on (B)(6) 2024. Additionally, plates and screws were removed from the femur during the explant procedure. The patient is doing well after the procedure and will be following up with their implanting clinician.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, and using inappropriate tools have been ruled out as potential causes. However, multiple tunneling attempts were performed between the two incisions. Additionally, the patient wore the device one week after their implant procedure despite instructions from the physician to not to wear the device until the receiver site healed. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev 6, " during the two weeks following surgery, care must be taken to ensure that appropriate healing secures the implanted neurostimulator and closes the surgical incisions: follow any other care instructions provided by your clinician". A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: - patient non-compliance as the patient wore the device despite the physicians' instructions which caused irritation of the receiver site (user error- patient). - surgical (not irrigating, not using antibiotics, not implanting in sterile field, not prepping skin, inappropriate tools, multiple tunneling attempts) as multiple tunneling attempts were performed between the two incisions (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended. Refer to (B)(4) for the late complaint reporting.